Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was tightly folded. The hypotube, inner and outer shafts were microscopically and tactile examined. Tactile inspection revealed numerous kinks in the hypotube, with a separation at 61cm form the strain relief. The ends of the separation were oval, as if kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mmx15mm emerge balloon catheter was advanced for dilatation. However, while pushing the device into the lesion, the shaft snapped. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mmx15mm emerge balloon catheter was advanced for dilatation. However, while pushing the device into the lesion, the shaft snapped. The procedure was completed with a different device. No patient complications were reported.